Manufacturer narrative:
(B)(4). Date sent: 4/25/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 391c25 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60w reload (c) was received partially fired 1/3 and with an opened package. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Additionally, photos were provided and they showed a fully fired blue reload along with a packaging lot: 653c26 exp: 2026-09-30. Device history review a manufacturing record evaluation was performed for the finished device batch number 391c25, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? Only half of the line if yes, was the staple line complete? Yes- only half of did the device cut? Yes- only half of if yes, was the cut line complete? Only half of if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No was there any difficulty opening the device? No- surgeon used knife reverse switch forward and open the jaw of the device

Event description:
It was reported that during an unk procedure, reloads didn't fire properly. The surgery was not delayed and was completed successfully. Surgeon changed to a new reload and no patient consequences were reported.